Event description:
The iab was inserted into a diabetic pt status post CABG and was taken back to surgery on 8/19/97 for mitral valve replacement. The iab was inserted into the pt's left femoral artery. However, the iab was removed on 8/20/97 due to loss of left femoral pulse. A second iab was inserted into the pt's right femoral artery. There was no report that the iab malfunctioned. On 10/6/97, datascope was also notified of this event via the mandatory medwatch form from the distributor. Event complications: loss of left femoral pulse-reported 10/6/97. Pt's current status: expired-rpt'd 10/6/97.